Manufacturer narrative:
The sample is expected to be returned for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Device used to take samples from the patients lung as planned, after obtaining the sample the biopsy device came apart when pulling back on the device, prior to releasing the sample into the sample container.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.